Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Patient information could not be obtained per the physician due to patient confidentiality. Additional information obtained from the physician indicated the patient's blood pressure was stable and no problems occurred. The patient was discharged as expected. The physician guessed the tissue like material might be a blood clot or intima. The wire was cut after removal from the patient because the physician had initially planned to send the material for a physiological test, but then opted not to do so. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. An incomplete device was returned. The returned piece of the wire was visually and microscopically inspected. During visual inspection, no tissue like material was observed on the returned device; dried saline and contrast was observed. There was no tissue like material as noted by the facility. The returned piece was about 107 mm in length and was inside of a tube when received for investigation. It was observed that the cut was at the proximal coil of the wire. The trifilar was severed and the core wire was exposed near the end cut of the wire. Some bunching of proximal coil was also observed. The pressure sensor was present with some debris. There was no body tissue observed at the distal tip of the coil. No functional testing could be performed due to the condition of the device upon receipt. The reported failure of "resistance" could not be duplicated because functional testing could not be performed. We were unable to conclusively determine how and when the resistance occurred. The damage observed relating to the severed trifilar and exposed core wire resulted from the intentional cut by the physician. The bunching of the proximal coil most likely occurred due to efforts to free the wire, but we cannot conclusively determine when the bunching occurred. The instructions for use (IFU) warns never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU further cautions the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported during a therapeutic coronary procedure while crossing the lesion inside the body some resistance was met. A micro-catheter was used to release the wire from the stuck and the wire could be removed, but some material like body tissue was attached to the distal tip for the wire. The user cut the wire in two pieces and the proximal part was discarded. The user is not going to do a pathological investigation for the material. No damage was observed during prep. All portions of the device appeared accounted for when it was removed from the patient. Once unstuck the device was removed on its own, not as a system. Treatment was completed by the procedure. There was no patient injury. Patient condition is stable. Vessel: rca#3, percent occlusion: 50%, tortuousness: no, calcification: no. This event is being reported because additional intervention was required to remove the device.